Manufacturer narrative:
E1 - event site name: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had the error electrical test fails # 50 (motor speed out of specification). There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the stated issue. The motor control board was suspected to be defective and replaced. After repair, the unit passed all functional and safety tests to manufacturer specifications.